Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 414.844s lot: l242164 manufacturing site: (B)(6) supplier: (B)(6) release to warehouse date: 28 december 2016 expiration date: 01 december 2026. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile: part: 414.844 lot: l233594. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: additional product code: hrs, hwc. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that, the patient underwent the surgery for supracondylar fracture of the left femur with the plate, screw and cable. Procedure was completed successfully without any surgical delay. On july 30, it was found that the implants were dislocated and the plate was too short, enough screws were not inserted at the proximal bone fragment. The cable position was not proper, and caused the implant dislocation. The patient currently has a problem with the function of the lung, and after the numerical value has settled down, the revision surgery will be performed using a longer plate. This report is for one (1) 4.5mm ti cortex screw self-tapping 44mm. This is report 2 of 3 for complaint (B)(4).